Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up button response due to corroded keypad trace. The device was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken battery tube threads and missing end cap sticker.

Event description:
It was reported that the act button on the insulin pump was unresponsive and the battery compartment was eroding. Customer's blood glucose reading at the time of the call was 186 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.